Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that his mother experienced high blood glucose. The customer's blood glucose was 600 mg/dl at time of incident and another blood glucose was 400 mg/dl. The customer was treated with the manual injection. The self test and high pressure test were performed and both passed. It was stated that there were air bubbles on the reservoir. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump and reservoir will not be returned for analysis.